Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No display anomaly observed during analysis. No traces of moisture in the electronic or motor assemblies noted during visual inspection. The device was also received in with a loose/flush drive support disk, scratched lcd window, broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump is giving a button error. During troubleshooting, the customer stated that insulin started to leak out during the manual prime process. The customer stated that prior to the event, he let the insulin pump sit without a battery overnight. The customer stated that his blood glucose is high because he is unable to use the pump. The blood glucose reading is 310 mg/dl. The customer was treated with manual injections. No further information was provided.